Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. At this time, further testing is not indicated. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. There was no evidence of defects in the DHR associated with the implicated lot. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: erroneous results (hs troponin t)no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.